Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The harmonic ace instrument was returned with the teflon pad missing from the clamp arm at the distal end. The teflon pad measures approximately 0.124" x 0.46" and was returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the white plastic part of the harmonic ace instrument fell out in the operation field. The fragment was retrieved in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was in use for roughly 10 minutes prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip/accessory collision. The fragments were retrieved during the same procedure. X-ray was performed to confirm all fragments were obtained. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Both the fragment and the instrument will be returning. There was no photo or video available for review.